Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "lymphoma cell cancer". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports their representative is ¿acting on 13 other [patients] of the same lymphoma cell cancer from your textured implants¿. The effected side and device status has not been specified.